Manufacturer narrative:
The device was returned for repair. The issue of forceps cover glue peeling was observed at inspection. The issue were caused by a handling issue of a physical shock due to dropping or knocking the device to a hard surface. In addition, the control body grip had a crack and was leaking. The insertion tube had multiple buckles. Evaluation is ongoing. Supplemental report(s) will be filed if any additional information becomes available.

Event description:
The device was returned for repair of a leak found during reprocessing, and the issue of forceps cover glue peeling was observed at the time of estimation. There is no reported patient harm.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The review of the service record history of the device indicates the device had the following repairs on apr 28, 2020 light guide/objective lens gluing, angulation adjustment, distal end rubber coating replacement, #1 button replacement, control knob/elevator lever repair, and probe unit replacement. The glue may have peeled off when external force was applied by rubbing or bumping the area strongly during transportation, storage, use, cleaning, etc. The glue could also have deteriorated and peeled off due to long use. The instructions for use includes the following statements that can prevent the issue from happening: important information ¿ please read before use; warnings and cautions (p.7): warning: do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force.